Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net showing non-sustained right ventricular oversensing. Upon review of the transmission, it was observed that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. The oversensing was noted on a stored egm. The device was reprogrammed on (B)(6) 2020. The patient experienced weakness unrelated to the device.